Event description:
Patient with new r neck tissue ischemia above hickman with concern for pressor extravasation. Patient had r ij hickman and permacath placed by ir on thurs [redacted date]. Over weekend and into beginning of following week patient noted to have large swings in pressor requirements. He also stated having brady arrythmias. On tues [redacted date] patient noted to have mod amt of drainage coming from old r ij quinton site above the hickman. On the morning of [redacted date] upon exam patient noted to have increased edema and new tissue necrosis. CT soft tissue neck and chest obtained. R neck soft tissue noted to have subcutaneous gas. Hickman did appear in correct place. Egs consulted, concerned for pressor extravasation to r neck which probably has been happening over time as seeing late signs of extravasation. Hickman also visualized through hole of old quinton site. New femoral ij tlc placed and when pressors changed to tlc requirements significantly decreased. Ir consulted and hickman and permacath removed at bedside and brought to [redacted name] office.